Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the contrast, up arrow and down arrow keypad buttons were sticking and intermittently responding and required excessive force to activate a response. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that on the evening of (B)(6) 2012, the up arrow and down arrow keypad buttons were sticking, intermittently responsive and would sometimes scroll too fast. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. This pump is being reported due to the alleged keypad issue.